Event description:
It was reported that pump experienced purge failure alarms. Alarms could only be quited by turning pump off and back on with main switch. Pump was exchanged off pt . There were no associated pt complications.